Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the clinic for an equipment-related alarm. Once the patient was hooked up to the system monitor, a "replace system controller" alarm was seen. Log files were sent for review. The periodic log file displayed strings of backup battery (bb) faults on 10may2025 through 12may2025 followed by controller internal fault alarms associated with (f25) bb test circuit flags beginning 12may2025 through 21may2025 on the system controller. These faults indicated that the boost overvoltage protection circuitry had been activated. There were no other unusual events seen within the log files. The mechanical circulatory support (mcs) equipment was operating as expected. The controller was exchanged on 22may2025 and the patient tolerated it well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm on (B)(6) was confirmed; however, the depletion of system batteries was not observed in the log files. The system controller event log file was reviewed from 18may2025 15:36:01 - 05jun2025 09:44:32. From the beginning of the log file at 15:36:01 on 18may2025, the controller internal fault with flag f25 (ebb_test_circuit) was active. The controller internal fault alarm was active throughout the duration of the submitted log file and did not resolve by the end at 13:02:31 on 21may2025. The loaded voltage was higher than expected value leading to the differential voltage being outside the expected range per requirements. A similar instance is seen at 13:21:20 on 20may2025. The controller internal fault alarms did not affect the controller¿s ability to support the pump and there were no other notable events captured in the log file. The system controller was connected to a mock loop for an extended period. At 13:48:09 on 04jun2025 the ebb_test_circuit flag (f25) was activated during operation and within a second the controller internal fault activates. Extended operation testing continued despite the reproduced alarm. The controller internal fault due to f25 remained active until the end of operation testing at 7:58:58 on 25jun2025. The controller internal fault alarms did not affect the controller¿s ability to support the pump and there were no other notable events captured during testing. After operation testing, a known functioning test backup battery was inserted into the controller and the issue was reproduced. After fully charging the backup battery, the controller internal fault alarm would activate. The alarm would not trigger if the battery was not fully charged. The system controller was opened, and the backup battery test line was inspected. It was found that under the backup battery ribbon cable, damage to the backup battery voltage output trace was observed. Despite the damage, the controller was able to support the pump without issue. No further testing was performed as the observed damage to the trace could not be repaired. A root cause for the reported backup battery fault was determined to be due to component damage; however, the reason for the damage could not be determined off the information provided. It was stated that the patient overslept on batteries; however, no total battery depletion events were observed in the submitted log files. A root cause for the depleted batteries could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ instructs users on what actions to take for all alarms that sound from their controller, including alarms associated with power cable disconnect, low voltage advisory/hazard, no external power, controller fault, and backup battery fault conditions. For controller fault alarms: ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received states that the alarm resolved with controller exchange. The cause of the alarms was that the patient had overslept on batteries which drained them and triggered the bb to be switched on which was then depleted. The patient had refused to come into the clinic for over a week to get it replaced, so it was believed that the alarm somehow upgraded itself because of the overuse and stress to the alarm system.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.